Event description:
The customer reports that the power ac module connector is loose. There was no reported pt involvement / adverse pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.